Manufacturer narrative:
Further communication with the physician, on 5/7/97, revealed that shortly after the pt's fall the pt began responding to treatment and was receiving good pain relief. As a result, since the situation seemed to have corrected itself, a dye study was not performed. The physician additionally stated that the device appears to be flowing and functioning appropriately. A review of the device history record was performed and did not identify any mfg variances in relation to this event. A trend analysis was performed on similar incidents involving this catalog number and has not indentified any trends. The MFR's investigation of this event is inconclusive. Based on the info available no conclusion can be drawn as to the cause of the pt's pain; however, the situation seems to have been resolved and the device remains implanted for continued use in the pt's therapy. The physician will be notified of co's review of this event. No further info is available. The MFR is now closing its file on this event.

Event description:
The device was implanted for intrathecal infusion of morphine for treatment of pain. On 3/28/97, the physician contacted a MFR nurse and inquired whether it was possible for the device to be damaged if the pt had fallen directly on the device pocket. The fall occurred approx two weeks ago (3/14/97) and since that time the pt has had an increase in pain. The physician was informed that the possibility of damaging the device was slight but that the pt may have damaged or dislodged the device catheter. The physician plans to perform a dye study to check the device catheter in the near future.